Event description:
Additional information received from the rep indicated that the patient's case is canceled for now. They stated that the patient will be reaching out to the physician whenever they are ready to proceed with surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type : lead. Product ID : 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 13-mar-2021, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 03-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads which are located in the cervical region healthcare provider noticed that one of the electrodes which appeared to be fractured and it was at a different location than where it¿s intended to be. Rep did an impedance check which resulted in high impedances reading at electrodes 8-9 and also performed a connection test which resulted in electrodes 8-9 are out of connection. Was able to reprogram around the affected electrodes and gain stimulation. Patient is doing extremely good with coverage.